Event description:
It was reported that a patient underwent an achilles tendon repair procedure on an unknown date months ago and suture was used. The patient experienced increased inflammation at the site. No additional information was provided.

Manufacturer narrative:
(B)(4). Inflammation - labeled. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.